Manufacturer narrative:
The cause of the event could not be determined based on the provided information.

Manufacturer narrative:
The reagent lot numbers were not provided. The field service engineer inspected the analyzer and determined that the event was consistent with procell bottles that may have frozen during shipping. He noted variances from bottle to bottle during mechanical checks and qc measurements. He replaced the procell with bottles from a new shipment. He verified the analyzer¿s performance with diagnostic checks. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total iii (vitamin d total iii), tsh, hcg+beta, ft4 assay results from multiple patient samples on a cobas e 411 analyzer (rack system). The following are examples of discrepant results for five patient samples: patient sample 1 - vitamin d: the initial result was >120 ng/ml, with a data flag; the sample was 38.88 ng/ml. Patient sample 2 - tsh: the initial result was 1.89; the sample was 4.17. Patient sample 3 - ft4: the initial result was 4.82; the sample was 2.17. Patient sample 4 - psa: the initial result was 6.8; the sample was 14.35. Patient sample 5 - hcg+b: the initial result was 20.5; the sample was 290.6. The units of measurement for the other results were not provided.